Event description:
A piece disengaged from the tip of the trocar sleeve during insertion into the patient cavity. An x-ray was taken to confirm that the piece of sleeve was not present in the patient cavity. Finally, another new trocar was opened and used to complete the case without further incident. Procedure: thoracoscopic, laparoscopic total esophagogastrectomy. Patient status: no patient injury reported.